Manufacturer narrative:
The investigation for the aic battery alarm has been completed. Console logs were consistent with what was reported in the complaint. Multiple ¿battery failure (transport connection blown/missing) alarms [events set #360] were observed in the imc logs. Console was returned for evaluation. The reported battery failure issue was able to be reproduced. Results of running batttest revealed that cell 3 of battery 2 had a voltage of 0mv. Isolative testing was done by swapping battery 2 with a known good one which resolved the alarm. The root cause of the battery failure was determined to be a cell imbalance in battery 2.

Event description:
It was reported by biomedical that an console (aic) experienced a battery failure. There was no noted patient involvement.